Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture (loc). The health care professional (hcp) opted to reprogram the pacing vectors. No adverse patient effects were reported. This lead remains in service.